Event description:
Clinic notes dated (B)(6) 2013 note that the vns is hurting the patient. The notes indicate that the patient is experiencing too much pain from the lead and in her neck and she wants the device programmed off and removed. The notes indicate that the patient complains of constant pain at the site of the vns. The notes indicate that the device was programmed off at that visit per the patient's request. Clinic notes from the patient's implant surgery note that the device was tested and found to be properly functioning. Then physician indicated that the patient complained of neck pain on (B)(6) 2013. The physician reported that the patient indicated that the neck pain occurred with device stimulation. The physician reported that the neck pain occurred prior to check the device, but that causal or contributory programming changes preceded the onset of the neck pain. The physician reported that the patient will be referred to surgeon for explant per patient's request. Surgery is likely, but has not occurred to date.